Event description:
Philips received a complaint about the v60 ventilator that does not stay on standby. The unit was outside of clinical use when the reported issue was discovered and no patient or user harm or injury was reported. The remote service engineer (rse) discussed testing of the air flow accuracy and the o2 flow accuracy per the service manual section 9.10 and 9.11. Recommended replacement of the flow sensor assembly if the device does not pass these tests.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The remote service engineer recommended to the customer to check the air flow and o2 flow accuracy per the service manual, it was then recommended to replace the flow sensor assembly in the event that the device does not pass either test. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 10/25/2022, 11/22/2022 and 12/07/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.